Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated at the facility by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. This condition was resolved at the facility, by a baxter field service technician, with the replacement of the main batteries and battery harness. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. Should additional information be received, a follow-up medwatch will be submitted.